Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 277 mg/dl and 300 mg/dl on his blood glucose meter and a reading of 53 mg/dl on another brand of blood glucose meter. The lower reading was more in line with how the consumer felt. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.